Event description:
Occlusion of all calf vessels distally due to heavily calcified vessels. Recanalization of a 3 cm distal occlusion of anterior tibial was intended. The wire was guided by a 2 mm sterling (boston) balloon catheter. A drilling movement with the wire, the tip allowed entering the occlusion for 1.5 cm. When the subintimal passage was noted, wire withdrawal was intended. While pulling without force, the tip of the wire stayed within the calcified wall of the vessel. Removal of the wire tip was not intended. Intervention was stopped.

Manufacturer narrative:
A batch history review was carried out which demonstrated that the guidewire was manufactured to specification. Device eval anticipated but not yet begun.